Event description:
During a pulmonary vein isolation a pericardial effusion occurred requiring a pericardiocentesis. All four veins were successfully isolated, but post procedure an echocardiogram was performed showing the pericardial effusion. A pericardiocentesis was done and then the patient was transferred to the ICU. The patient remained stable throughout. The physician said no equipment was at fault but alleges the perforation to have been caused by transeptal puncture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.